Event description:
It was reported that a spectrum pump had a door latch that will not recognize open condition during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a door latch will not recognize open condition occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper latch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.